Event description:
Report received from (B)(6) stating that the device had a hole in the hose. It is unknown if the device was being used during surgery. It is unknown if injury or medical intervention were reported. There was no additional information provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in progress. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).